Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during segmentectomy, the device component broke off. It was the trip that was interrupted and fell into patient's cavity and retrieved by cutting the seamguard wire to open the stapler and remove the load. The surgeon tried several times to open the stapler but failed. Gore - seamguard reinforcement material was used in conjunction with the stapling device. No patient injury has been noted.